Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy surgical procedure. Three days after surgery, the patient experienced fatigue fever/pyrexia and was treated with an unspecified antibiotic. The event was reported as resolved and discharge occurred three days later. The index procedure was completed with no complications and no malfunction of the da vinci device, instruments or accessories. The study investigator reported the event as not a serious adverse event, a clavien-dindo grade ii, and not related to the da vinci study device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 179 cm., body mass index (bmi) 31.5 kg/m2.